Event description:
The customer stated they received discrepant ise results for three patient samples tested on a cobas 8000 ise module. Results for the na electrode, k electrode, and cl electrode were affected. The customer stated they were getting errors on the analyzer. The field service engineer found clogged vacuum tubing and cleaned it. Control recovery was good in the morning, but when tested later in the day, they were receiving errors. Three patient samples were repeated due to seeing flags in their laboratory information system indicating high results. The samples were repeated on a second analyzer and the repeat values were deemed correct. Amended reports were issued. The first sample initially resulted in a na value of 150 mmol/l and it repeated as 135 mmol/l. This sample initially resulted in a k value of 5.19 mmol/l and it repeated as 3.38 mmol/l. The second sample initially resulted in a k value of 5.03 mmol/l and it repeated as 4.15 mmol/l. The third sample initially resulted in a na value of 149 mmol/l and it repeated as 142 mmol/l. This sample initially resulted in a k value of 5.25 mmol/l and it repeated as 4.08 mmol/l. This sample initially resulted in a cl value of 95.2 mmol/l and it repeated as 105 mmol/l.

Manufacturer narrative:
The na, k, and cl electrode lot numbers and expiration dates were requested, but not provided. The last calibration performed on (B)(6) 2024 was acceptable. Upon review of the alarm trace, no relevant alarms were observed. The field service engineer found a clogged vacuum bottle and valve. The ise dilution vessel was not draining properly. The vacuum nozzle, vacuum bottle, and vacuum valve were removed and cleaned. Ise checks were performed and were successful. Calibration and controls were successful. Precision studies were successful. The customer was able to operate the instrument successfully. The investigation determined the service actions resolved the issue.